Manufacturer narrative:
Evaluation in progress, but not yet concluded.

Event description:
During installation of the device, the user reported the central control monitor would generate error messages when the user attempted to use the cards. No other details regarding the event were provided. Since the event occurred during installation of the device, there was no pt involvement during this event.